Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on avalon fm30 fetal monitor indicating that there was a speaker malfunction; there was intermittent sound. The device was not in clinical use at the time of the event. No adverse event was reported.